Manufacturer narrative:
The part that was missing was a pivot pin from a safety side lower arm. When the pin is missing the safety side cannot be used. According to the instruction for use for citadel plus bed (IFU 831.374 rev. 11), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Additional assessment is needed whether missing pin could be linked with an adverse incident if reoccur.

Manufacturer narrative:
It has been reported that the safety side rail was broken. The pivot pin (part of the side rail assembly) securing the lower arm was missing. The safety side was disconnected. There was no patient involved, and no injury sustained. S-side lower arm pivot came out of the lower arm, the socket screw, which secures the pivot, was missing. It is unknown why securing screw was missing. Following gathered data, the customer repairs their own equipment. It is unknown if the customer disassembled the safety side and in this process screw went missing or after some time of usage screw unscrew from the lower arm. Deeper analysis showed that if the pivot from lower arm is missing, it would be visible since the safety side would not lock in raised position. Even if screw unscrew from the lower arm and will no longer secure the pivot, it is unlikely that the pivot fall out of the arm immediately and unnoticed during use. The pivot is placed inside of the lower arm and in order to came out, it would need some force to move the pivot from the lower arm. Therefore, the missing securing screw of pivot is unlikely to cause harm to a user, it is unlikely that the pivot extracted during therapy, when side rail is raised, causing a side rail collapsing. According to the current instruction for use for citadel plus bed (IFU 831.374 rev. 11. Note. This point has not changed throughout revisions), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. In the complaint at hand, the missing pivot was noticed and therefore arjo was contacted for service. Based on the above, a failure of missing pivot from lower arm will not be considered reportable in the future. There was no serious injury or death in regard to this failure in the past and it is unlikely a serious injury or death occurs in the future. There was no indication that the product was used with the patient, it was not involved in the serious event, and it is unknown how the pivot went missing.

Manufacturer narrative:
An available information requires additional analysis. We are in the process of verifying which part caused the detachment of side rail. When an investigation is completed, a supplemental report will be provided.

Event description:
The pin securing the lower arm came out resulted in safety side detachment. No injury was claimed. No patient involved.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Manufacturer narrative:
The part that was missing was a pivot pin from a safety side lower arm. When the pin is missing the safety side cannot be used. Additional assessment is needed whether missing pin could be linked with an adverse incident if reoccur.